Event description:
It was reported that a patient with a pacemaker had the device implanted in (B)(6) 2025. Approximately six months post-implant, the device reported a remaining battery longevity of only 1.5 years, which is significantly shorter than expected. An engineering analysis was requested to review the device data. Technical services (ts) evaluated the available data and confirmed a rapid decline in remaining battery life, along with a notable increase in system energy consumption. In addition, supporting indicators - including trends in right atrial (ra) impedance - suggest a potential integrated circuit compromise. This condition may progressively lead to corrosion and performance limitations of the affected electrodes. Based on these findings, technical services recommended replacement of the device. They further advised that an intraoperative assessment of the right atrial (ra) lead be performed using a pacing system analyzer (psa). If abnormal electrical parameters are identified during intraoperative testing, replacement of the ra lead is also recommended. At this time, the device remains in service. No adverse patient effects have been reported.